Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
Patient did not specify the issue. It is unknown what device(s) was/were explanted. Hence, the entire system is being reported. Date of event is estimated. Exact date of explant is unknown. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-10131. It was reported that the device was not working. As such, the device was removed six months after implant (exact date to explant is unknown). Patient did not specify how the device was not working. It is unknown what device(s) was/were explanted. Hence, the entire system is being reported.